Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that when the puncture hole was closed, it began to bleed heavily due to thickening at the tip. A vascular angiography was performed. There was minor injury to the patient. Follow-up treatment was needed. The event occurred during use on the patient/on removal.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction to section g1 (address), provide additional information to section b5, and to provide the completed investigation results. As of 17mar2025, the sample was not available for evaluation. If the sample is ever received, then the complaint will be reopened and updated accordingly. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
Additional information was received on 04mar2025: the product manager used an unused sample to make some measurements of the tip.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio-seal vip was returned for product evaluation. The returned sample included the hemostasis sheath, carrier tube, locator, guidewire, and packaging. The device was visually inspected and found to have been in unused condition. No damage or issues were identified with any of the components. Functional testing was performed by connecting and deploying the carrier tube and hemostasis sheath into the vessel model. The components were able to be fully connected, and fully deployed, and no issues were identified with device function. For dimensional testing, the outer diameter of the sheath was measured and was found to be 0.118'' which was within the specification of 0.114" +/- .005. The width of the monofold feature was unable to be measured and compared to a design specification since the width of the sheath tip does not have a specified dimension. All measurements taken were within the specifications defined in the engineering drawings active at the time of manufacturing. The complaint was unable to be confirmed for a device-related issue. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).